Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device wasn't able to connect to an instrumentation that was compatible with this attachment. There was a 2 minute delay in the surgical procedure, and it was not reported if an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. The patient was not harmed in any way. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.